Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced symptoms including vomiting, feeling unwell, and dehydration. The patient¿s daughter contacted emergency medical services (ems). Upon arrival, paramedics obtained a fingerstick bg measurement of approximately 400 mg/dl, while the cgm was displaying a value of "low." The patient received unspecified intravenous (IV) fluids and was administered an unknown medication for nausea/vomiting. The patient was transported to the hospital, where additional blood tests were performed and further unspecified IV fluids were administered. The patient was discharged after a hospital stay of less than 24 hours. At the time of the report, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.